Event description:
It was reported the patient died less than 7 months after device implant. Follow up revealed patient had last been seen in clinic (B)(6) 2009, was not pacemaker dependent, had an underlying underlying rhythm of atrial fibrillation/atrial flutter with ventricular response in the 50s and ventricular pacing at 77% . Patient was seen in hospital (B)(6) 2009 and was ventricular paced at 47% then. Patient was placed on hospice care (B)(6) 2009 and died (B)(6) 2009 with cause of death noted to be cancer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died less than 7 months after device implant. Follow up revealed patient had last been seen in clinic (B)(6) 2009, was not pacemaker dependent, had an underlying rhythm of atrial fibrillation/atrial flutter with ventricular response in the 50s and ventricular pacing at 77% . Patient was seen in hospital (B)(6) 2009 and was ventricular paced at 47% then. Patient was placed on hospice care (B)(6) 2009 and died (B)(6) 2009 with cause of death noted to be cancer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died less than 7 months after device implant. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.